Event description:
The manufacturer received information requesting routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed the motor calibration verification: set motor calibration test step during testing. The device's system board was replaced to address the issue.